Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system experienced oversensing and inhibition of pacing during valsalva maneuvers. Loss of capture was also observed during the atrial threshold test. Follow-up testing did not confirm any continual oversensing, inhibition of pacing or loss of capture problems. The device was left implanted/programmed as is. Follow-up testing will be repeated in two months.